Manufacturer narrative:
Device passed the displacement test, active current measurement and self test. No blank display noted. However, device failed the sleep current measurement due to moisture damage found on the electronic assembly. Device was received with a cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer stated that they received replace battery alarm 5 times and now screen was blank. Customer stated that insulin pump was not dropped or bumped. Customer stated that the contacts on the battery cap, battery compartment and spring are neither missing nor damaged. Customer stated that display did not returned after insulin pump restart. Customer stated that belt clip was broke during use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.